Manufacturer narrative:
Report source: article titled "balloon reduction and cement fixation in intra-articular calcaneal fractures: a percutaneous approach to intra -articular calcaneal fractures: a percutaneous approach to intra-articular calcaneal fractures", by (B)(6). Eval method: follow-up with author.

Event description:
In an article titled "balloon reduction and cement fixation in intra-articular calcaneal fractures: a percutaneous approach to intra -articular calcaneal fractures", a treatment using a percutaneous approach and local balloon reduction followed by polymethyl-metacrylate fixation was presented. This technique was used in four patients presenting articular subtalar fractures with displacement. The following event was reported. -a (B)(6) female was admitted after a fall from a four-foot ladder at home with a right sanders type iia fracture. The procedure was performed five days after admission. Reduction of the thalamic fragment was obtained; CT scan showed a slight widening of the thalamic fracture site. A slight leakage of bone cement in the heel's soft tissue appeared on the radiographs. The patient resumed full weight-bearing three months after the procedure and work after five months. Local pain due to inflammation of the fibular tendons' sheath was experienced after three months but subsided after two local steroid infiltrations were performed. Full function is maintained three years after the procedure with no residual pain. Cement leakage in the heel had apparently no consequences. Per the author, results have been very promising. No further information was reported.